Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that loose tip error displayed before surgery. The procedure type was unknown. The procedure was completed on same day but how it was completed details were unknown. There was no information about patient impact.